Manufacturer narrative:
Review of the product history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: uhr bipolar 28x53mm; uh1-53-28; mllwa7 c-taper cocr lfit head 28mm/-3; 06-2898; mkam5n. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Not returned.

Event description:
Following a review of the provided implant sheets it was identified that a revision surgery had taken place in 2015 for an unknown reason.

Manufacturer narrative:
An event regarding revision involving an omnifit stem was reported. The event was confirmed as following a review of the provided implant sheets it was identified that a revision surgery had taken place in 2015 for an unknown reason. Method & results: device evaluation and results: not performed as product was not returned medical records received and evaluation: no medical records were received for review with a clinical consultant device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusions: the investigation concluded that a revision surgery had taken place in 2015 for an unknown reason. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Following a review of the provided implant sheets it was identified that a revision surgery had taken place in 2015 for an unknown reason.